Manufacturer narrative:
The full identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access il-6 assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. System performance indicators were passing within specifications at the time of the event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
On (B)(6) 2023 the customer reported elevated il-6 (access il-6 assay, part number a16369, lot number 124663) patient results were generated on the customer's dxi (dxi 800 access immunoassay analyzer w/spot b (part number a71456 and serial number 608249). Customer reported results obtained as follows: 7.44 pg/ml on (B)(6) 2022; 710.31 pg/ml and 819.32 pg/ml on (B)(6) 2022; 4.82 pg/ml on (B)(6) 2022. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. The samples were collected on vacutest 3.5 ml tubes, they were centrifuged 10 minutes at 1200 g.